Event description:
These contacts gave me pink eye and always hurt. A week ago, I suffered sudden vision loss / blurry vision in my right eye which has not gone away. I have had to undergo thousands of dollars worth of medical treatment. Thus far the neuro-ophthalmologist has detected dozens of spots on my right cornea. An MRI revealed that the problem is not in my brain. I have to see a retina specialist next week. I have no family history of eye problems and I am 100% healthy aside from sudden vision loss. I have been wearing contacts for 10 years, with no problems, until I switched to oasys a few months ago. My regular ophthalmologist said it is extremely rare to have eye problems given my young age. The neuro-ophthalmologist said my loss of vision was likely caused by the acuvue oasys contacts. Dose or amount: 1 contact per eye. Frequency: -4.75 each eye. Route: ophthalmic. Dates of use: 6 months. Event abated after use stopped: no.